Manufacturer narrative:
This was an internally found malfunction. No known instances of this malfunction occurring in the field are known. The investigation into this malfunction is continuing and a conclusion has not yet been reached as to whether if this malfunction were to reoccur there is potential for death or serious injury of patient. While the investigation is underway data innovations is reporting this as a malfunction in an abundance of caution should data innovations later determine this malfunction, if it were to occur in the field, would be likely to cause or contribute to a death or serious injury. Updated 04jan2019: the investigation of this issue resulted in identification of a defect in the software code. The issue was reviewed by two laboratory subject matter experts (lab smes), and it was determined that only two of the affected fields could have clinically significant use: reference range and resistance markers. In discussions with the lab sme's, it was concluded that there is no clinically valid use of a reference range of 26 characters in length, therefore the chance of harm is remote. For the resistance markers, a microbiology result would always have a susceptibility result, and resistance markers would not be the only information used to make a clinical decision, therefore the chance of harm is remote. Investigation by the director of development determined that overall there are three drivers in the data innovations driver library that would support the resistance markers field: bayrpcmi - bayer rapidcomm - resistance markers can be parsed as this is a configurable field. However, instrument does not specifically send resistance markers. Bdcectri - bd epicenter - not possible to hit 26 characters exactly. Hlcplt3i - helena platinum 3 - resistance markers can be parsed as this is a configurable field. However, instrument does not specifically send resistance markers. The final conclusion is there is a code defect in instrument manager, the malfunction has a remote or less chance of causing death or serious injury.

Event description:
Data innovations identified a software malfunction in internal testing where the instrument manager software product, in very specific scenarios with a specific length data element in certain data fields (26 characters), specimen and test data may not be correctly passed to the laboratory information system (lis). As a result the lis system may not take appropriate actions on the data when such actions rely on values in these field such as flagging a result as "high" or "low" based on a reference range value.

Manufacturer narrative:
This was an internally found malfunction. No known instances of this malfunction occurring in the field are known. The investigation into this malfunction is continuing and a conclusion has not yet been reached as to whether if this malfunction were to reoccur there is potential for death or serious injury of patient. While the investigation is underway data innovations is reporting this as a malfunction in an abundance of caution should data innovations later determine this malfunction, if it were to occur in the field, would be likely to cause or contribute to a death or serious injury.

Event description:
Data innovations identified a software malfunction in internal testing where the instrument manager software product, in very specific scenarios with a specific length data element in certain data fields (26 characters), specimen and test data may not be correctly passed to the laboratory information system (lis). As a result the lis system may not take appropriate actions on the data when such actions rely on values in these field such as flagging a result as "high" or "low" based on a reference range value.